Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced an infection which was manifested by nausea, vomiting, and diarrhea. The patient reported ¿the cap¿ was loose and fell off during set up; however, the patient used the cap ¿anyway¿. It was not reported if the patient was hospitalized for the event. The patient was treated with unspecified antibiotics for the event, reported as ¿several courses¿, (completed). At the time of this report, the patient outcome was reported as ¿symptoms have cleared up¿. Action with pd therapy was not reported. No additional information is available.